Event description:
A low readings issue with the use of abbott diabetes care (adc) device was reported. The customer received a lower sensor scan results of 53 mg/dl compared to a reading of 350 mg/dl obtained on a healthcare professional (hcp) meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced heart palpitations and internal stress. The customer was able to self-treat and administered an insulin injection (dose/type unspecified) before going to the emergency room (ER). The customer received unspecified treatment from a healthcare professional and no further details were reported. Furthermore, a sensor result of 53 mg/dl was compared to a healthcare professional (hcp) glucometer reading of 350 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date is 30-jun-2024. The medical event associated with this case occurred on 14-jul-2024 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.